Event description:
Tech inserted butterfly needle with three-way stopcock attached. As tech was pushing IV tracer, the butterfly leaked through a crack in the hub of the device. Tech removed device, re-inserted a new one and administered the tracer. Butterfly was retained in nuclear medicine department until it was no longer radioactive. Device is now available for rep to pick up for inspection.